Manufacturer narrative:
Exemption number e2015055. Six devices were received for evaluation; 5 events were confirmed during testing. Two devices were found to be affected by corrosion. Two devices were found to have damaged internal components. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events, in which the device overheated. Two reported events had no patient involvement; no patient impact. Five reported events had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. One (1) device was received for evaluation; one (1) event was confirmed during testing. One (1) device was found to be affected by corrosion of internal components.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, in which the device overheated. Two (2) reported events had no patient involvement; no patient impact. Five (5) reported events had patient involvement with no patient impact.